Event description:
The hospital reported that during an off pump procedure the foot on the stabilizer broke off into multiple pieces at the connection point with the arm. A second stabilizer was used to complete the procedure. No pt complications were reported by the hospital.